Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be completed if the investigation requires.

Event description:
It was reported that a chip fell from the battery during a total knee surgery. This was discovered after the surgery had been completed. It is unk if the chip fell into the wound or if there was additional treatment needed for the pt.